Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia. The right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.